Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. A 1.2mm unspecified balloon catheter was first used then the 2.50mm x 15mm emerge balloon catheter was then advanced to the lesion. The balloon was inflated however it ruptured at 10 atmospheres on the second inflation. The procedure was completed using a 2.5mm x 15mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The emerge catheter was received with an emerge shelf box. The batch number on the packaging and device matched the reported batch number. There was contrast in the balloon and inflation lumen of the catheter. Magnified inspection revealed the majority of the balloon wall was longitudinally torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. A 1.2mm unspecified balloon catheter was first used then the 2.50mm x 15mm emerge¿ balloon catheter was then advanced to the lesion. The balloon was inflated however it ruptured at 10 atmospheres on the second inflation. The procedure was completed using a 2.5mm x 15mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good.